Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the displacement test, active current test and self test. No unexpected battery power loss alarm noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, (2) low battery alerts found in the pump history file/trace on 05-jul-2021 at 06:23:00 and 22:14:00 and (2) failed battery test alarms on 05-jul-2021 at 14:20:13 and 14:21:06. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly on pcba 1 and pcba 2 and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked retainer, partially detached retainer ring, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Unexpected battery power loss alarm confirmed due to high sleep current. High sleep current due to moisture damage on the pcba 1, pcba 2 and corroded battery tube. Moisture damage found on pcba 1 and pcba 2 and corroded battery tube.cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.